Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss occurred during the procedure while laser firing with an intralase patient interface (pi). The issue was discovered before patient applanation. There was no patient injury reported. The procedure was not completed.